Event description:
Laparoscopic cholecystectomy performed on pt in (B)(6) 2009. Post op the pt continued to have pain and sought a second opinion at another facility. In (B)(6) 2009 during the second laparoscopic procedure, retained plastic measuring 2.5 cm to its greater diameter was found attached to a retained gallstone. Pt has no other history of abdominal surgeries.